Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon further review it was found that there was no serious injury in this case as well as this malfunction has never been previously reported as causing or contributing to an adverse event. Therefore, the initial report was filed in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 1822565-2017-02984

Event description:
It was reported through worn instrument return that the tibial articular surface provisional had fractured. No adverse events have been reported as a result of the malfunction. Additional information on the reported event is unavailable at this time.